Event description:
Same case as MFR# 2134265-2011-02796. It was reported that post a stenting treatment procedure, in stent restenosis occurred. The 90% in-stent restenosed unknown bare metal stent was located in the moderately tortuous, severely calcified proximal right coronary artery (rca). The physician deployed an unspecified taxus liberte stent to treat the restenosis. Post the stenting procedure, restenosis was identified in the taxus liberte stent. The lesion was dilated with an unknown cutting balloon. Post the intervention, in-stent restenosis was identified again in the taxus liberte stent. The lesion was ablated with the 2.15mm rotalink plus burr, approximately 5 passes were performed. The patient's heart rate and blood pressure decreased. The physician stopped the ablation procedure and plain old balloon angioplasty (poba) was performed to complete the procedure. No patient complications were reported and the patient's status is stable. Additional information was requested, but not available.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).